Manufacturer narrative:
One used forcefx-8c generator was received, and evaluation of the returned sample confirmed an rem alarm issue. Testing of the device found the upper rem range is exceeded before the device will alarm. The investigation isolated the failure to the rem frequency, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem frequency was adjusted to the highest and a new recalibration was performed to address the condition. After these adjustments, the rem would alarm within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rem alarm range exceeded specifications. The device did not alarm when specifications were exceeded. The issue occurred during servicing.